Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the issue found during inspection (blurry image / damaged lens inside optical system) was likely caused by excessive force by the device user. This supplemental report includes a correction to g2 to provide information that was inadvertently not included in the initial medwatch. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the trueview ii, autoclavable telescope to the olympus repair center for a reported eyepiece coming off that was found by the nurse at the user facility during inspection before an anterior cruciate ligament reconstruction, meniscus repair vs debridement procedure. An alternate scope was used to complete the intended procedure without delay. No death or injury and no impact to patient or other has been reported to olympus.

Manufacturer narrative:
The repair inspection found the black eyepiece funnel was confirmed, however, the ability to remove/detach the eyepiece funnel is normal with this model; therefore, the following is a non-defect. The inspection noted the image is blurry and the optical lens inside the optical system is damaged. The review of the device history records for the affected lot or serial number without showing any non-conformities or deviations regarding the described issue. The device was manufactured according to valid instructions and met all specifications. The investigation is still in progress; however, if additional information becomes available, this report will be supplemented accordingly. In general, the end-user is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use. Additional 510(k): k944072, k950076.